Event description:
A volume discrepancy was reported. The expected volume was 6ml, however, they aspirated 18ml. A catheter side (B)(4) study was scheduled for (B)(4) 2013. Patient had continued complaint of increased spasticity. It was later reported that the healthcare provider decided to access port and check the volume and the volumes were appropriate. The (B)(4) study was cancelled. Patient had not had any withdrawals and reportedly was doing well.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 590-1, lot# n250350, implanted: 2010 (B)(6); product type accessory. (B)(4).